Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the display assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display was half black and therefore illegible. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user.  This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient use associated with the reported event.